Event description:
Excessive enlargement of patient's shoulder. Surgery was stopped. Follow-up information by the sales representative indicated the patient was brought back in a week later and the rotator cuff was "rescoped". There were no negative affects to the patient. The second surgery was completed without any further issues.